Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). No device returned the analysis results found that one (B)(4) reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a total colectomy procedure, the device did not fire. Two reloads stapled but did not cut and stapled only one side. Another like device was used to complete the procedure. There were no adverse consequences for the patient.